Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) elevated (value not provided) and a bolus was delivered to address bg. Customer thought they may have delivered too small of a food bolus and was cause of elevated bg. Recommendation was made for customer to discuss event with their healthcare provider.